Manufacturer narrative:
One was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the kickback spring loose in the handle body. The reported conditions were confirmed. The investigation found a loose kickback spring inside the device handle body. The kickback spring was contained inside the device body. The loose kickback spring got stuck between the handle trigger and prevented the device from fully closing and activating. The manufacturing engineer was notified and determined that the device did not meet specifications. The device lever should move freely, and activate the switch button when the lever is grasped and move toward the handle. Examination of the revealed that the kick back spring was dislodged from it's nest and stuck in the air gap between the lever and rear part of the handle body. The kickback spring in this position prevented the lever from closing on the switch button and activating the device this defect where the kick back spring stopped the lever from engaging is a mis-assembly in manufacturing from not properly seating the kickback spring in the handle nest. After repeated activations of the lever, the spring eventually fell out of the handle nest and lodged, blocking the lever movement. The investigation identified the root cause of the reported event to be an assembly error during manufacturing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device worked fine in the beginning but then cracking noise was heard when the handle was squeezed, and a broken piece like material fell off from the handle. Nothing fell into the cavity. New device was used to continue. No patient harm. The piece was lost and not available for return.

Manufacturer narrative:
Evaluation summary: the product was not returned to the post market vigilance laboratory for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Without the product a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the product is returned, we will re-open this investigation. If information is provided in the future, a supplemental report will be issued.